Event description:
It was reported the customer received a blank display after changing their battery. Customer stated they had bumped their insulin pump when they first received it. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. The customer also stated their insulin pump passed a selftest during troubleshooting. Customer's blood glucose was unknown. The customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.